Event description:
It was reported by service report that both head-end siderail panels were damaged, and was not functioning, but with no sharp edges exposed; the manual CPR release was bent and not functioning; the power cord had a cut, but no exposed wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both head-end siderail panels were damaged. Damaged power cord sheathing. Damaged siderail cables.